Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. The measurements of the annulus perimeter were 82.4mm and an average diameter of 25.6mm. There was 2 nodular pieces of calcium that started at the annulus and down into the left ventricular outflow tract (lvot). These were the only measurements that the physician had and the patient had a true bicuspid valve. During the procedure the patient was pre dilated with a non-abbott device. During the deployment, the physician landed the valve at roughly 4mm depth on both the non coronary cusp and left coronary cusp depth. After full deployment, the valve was visually constrained slightly. The physician was not able to get an exact gradient but there was perivalvular leak (pvl) based off of the contrast imaging so the physician did a post dilatation with a non-abbott device. An echocardiogram was performed on the patient to asses pvl and gradient (3mmhg gradient, trace pvl). The physician performed an angiogram of the valve to assess it and there was no leak to note. After about 10-15 min after the post balloon aortic valvuloplasty (bav) and assessing the valve, the physician was pleased with the outcome and asked anesthesia to give protamine. As soon as they started to push the protamine, the patients pressure dropped to 40 systolic. The time that the drug was given and the hemo response was too short for it to cause that kind of effect on the patient. The physician check for pericardial effusion. There was a massive effusion. An annular rupture (that closed off). The team performed a pericardiocentesis on the patient. After about 5-10 min of pulling blood off the pericardium, the patient started to stabilize with blood pressure and the team was not able to pull any more blood off the pericardium. After several consults with the surgeon and other cardiologist, a transthoracic echocardiogram, was performed and showed a hematoma around the annulus. The patient did required a blood transfusion. The patient did stabilize and make a full recovery over the weekend. As of (B)(6) 2024, the patient is still in the hospital and waiting to be discharged. The physician, concluded that the post balloon aortic valvuloplasty (bav) was most likely the cause of the annular rupture due to the calcium on the annulus/lvot of the patient. The patient is stable.

Manufacturer narrative:
An event of perivalvular leak, pericardial effusion, hematoma, and low blood pressure/ hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indications that the final implant depth was measured at 4mm for the non-coronary cusp (ncc) and 4mm for the left coronary cusp (lcc). After full deployment, the valve was visually constrained slightly. There was perivalvular leak (pvl) based off of the contrast imaging so the physician did a post dilatation with a non-abbott device. Then, the patients pressure dropped to 40 systolic. The physician check for pericardial effusion and there was a massive effusion. An annular rupture (that closed off). The team performed a pericardiocentesis on the patient. There was a hematoma around the annulus. The patient did required a blood transfusion. The physician, concluded that the post balloon aortic valvuloplasty (bav) was most likely the cause of the annular rupture due to the calcium on the annulus/lvot of the patient. Based on the information received, a root cause of the reported perivalvular leak, pericardial effusion, hematoma, and low blood pressure/ hypotension could not be determined. Unexpected medical intervention was a result of case-specific circumstances, as a a post-implant valvuloplasty was done due to pvl, pericardiocentesis was performed on the patient for pericardial effusion, medication was given for hypotension, and blood transfusion was performed for hematoma. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.